Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp on a minicap transfer set could not be closed tightly which led to peritoneal dialysis solution being drawn out of the abdomen. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with an unknown minicap on the dark blue connector and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The unknown mini cap received with the sample was used during leak testing. The reported condition was verified. The cause of the reported leak occurrence was determined to be broken occluder legs (leak through the set) identified during visual inspection, leak testing and clamp function testing. An assignable cause of the broken occluder legs could not be determined. Should additional relevant information become available, a supplemental report will be submitted.